Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. The pump ir log showed that no motor stall had ever occurred with the pump.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (30 mg/ml at 13.937 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the patient went in for a refill appointment on an unknown date and his doctor discovered that there was a motor stall occurring with his pump so he needed a replacement. The pump was replaced. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. It was unknown if any diagnostics or troubleshooting was performed. The issue was resolved. The patient status was reported as alive no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.